Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316, serial/lot: 19204756/17790383, description: next generation anchor kit - sterile lead sc2366-50 (s/n: (B)(4)). Device analysis revealed that the proximal array was fractured between contacts 4 and 5. X ray inspection found that the cable 4 was fractured. The fractured cable was not exposed. Clik anchors sc-4316 (lot: 19204756 / 17790383). Device analysis revealed 4 clik anchors have damaged eyelets, 3 have missing silicone material. The physician noted all the silicone was removed from the patient.

Event description:
Following an elective explant procedure, the returned lead was analyzed and revealed one lead was fractured. There were no exposed wires.